Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of the software log images, the patient was not an ideal candidate for the default tracer registration. An alternative pointmerge registration in the software was successful. The software functioned as designed.

Manufacturer narrative:
Patient information provided.a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the patient registration failed to register using tracer. Switched to pointmerge and registration was successful. No further details were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was two hours. There was no impact on patient outcome.